Manufacturer narrative:
Concomitant medical products: evproplus-29us transcatheter valve, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient developed an infection. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.